Event description:
A customer reported that their tandem mobi pump would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed critical limits. Technical support instructed the customer to try several troubleshooting steps, including pressing the pump button and placing the pump on the charging pad, which led to the lights flashing. Ultimately, technical support replaced the pump, as it was still under warranty, and sent a replacement to the customer. Customer reverted to an alternative method of insulin therapy.